Event description:
It was reported, the patient has experienced multiple falls recently. It was also reported, the patient's lead has partially migrated out of the arch. The patient is also receiving ineffective stimulation on his right side and is without stimulation on his left side. Diagnostic testing revealed high impedance readings. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.